Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - provisional top. Visual examination of the returned product identified signs of repeated use with nicks, gouges, and worn. Additionally, the unit was identified as chipped. The device history records were reviewed and identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.